Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Additional narrative: according to the information received, it was reported that during the surgery, the plate was broken off (as the photo shows), removed all the broken parts. Another device was used to complete the surgery. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it was observed that the needle was broken from the shaft; the implants and suture were not received along with the device. The functional test could not be performed due to the condition of the device. A manufacturing record evaluation was performed for the finished device lot number: 9l87832, and no nonconformances were identified. Since the implants were not received, this complaint cannot be confirmed. The possible root cause for the needle damage can be attributed when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation which can caused to breaking; the markings on the needle can show the heavy use of this device. For the stuck issue could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and caused a suck issue. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in china that during a meniscal repair procedure on 10/27/2023, it was observed that the truespan 24 degree peek plate was broken off. Another device was used to complete the surgery. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary = a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, it was identified that one plate was broken. A manufacturing record evaluation was performed for the finished device lot number: 9l87832, and no nonconformances were identified. According with the visual inspection of the photo, this complaint can be confirmed. No information was provided on how or when the failure has occurred, therefore a definitive root cause could not be determined. The possible root cause for this issue can be attributed to an excessive manipulation of the device, back and forth movements can contribute to the plate damaging; moreover, when using a sharp instrument and an excessive force applied to remove or handling the plate may cause damage the plate. As per IFU, indications for a successful deployment are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.